Event description:
It was reported that the device kept turning off when it is programmed to be on. The device had been turned on and then off. No pt symptoms or additional device troubleshooting was reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.